Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered. It was reported that the patient was using between three to four cassettes per day. Per reporter based on the pump settings, the patient should not be using more than two cassettes a day. It was also reported that the "pump was changed two weeks ago to see it this would help but hasn't, the pump keeps alarming when all used." No adverse patient effects were reported.